Event description:
Customer reported that he had high blood glucose of 153 mg/dl. Customer stated that his transmitter does not blink went connected to the sensor. Customer stated that the sensor split in two pieces and one piece went into his body and the other piece stayed out. Customer declined to troubleshoot. Sensor will be return and replace. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.